Event description:
It was reported that that two catheters were received bent and the plastic shipping tube was broken. The damage of the outside box was not enough for the customer to refuse it. The damage to the catheters were noted after they were removed from the outside box.

Manufacturer narrative:
The catheter was received in a broken shipping tube, which was broken 27.5cm proximal of the bottom end of the gray tube. The balloon, windings and catheter body tube were found to be in good condition. The damaged gray shipping tube appeared to have occurred during shipping to the customer. The white round outer shipping tube packaging does not appear to be the same packaging that the customer received the broken shipping tubes, due to the fact there was no damage to the round white outer tube packaging. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. This report is associated with report # 2015691-2013-20192.